Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose as well as the reservoir had a leak. The customer¿s blood glucose was 415 mg/dl. Customer stated that the leak occurred from the plunger. Troubleshooting was declined for high blood glucose. The reservoir will be returned for analysis.